Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The tight target lesion was located in the calcified left anterior descending (lad) artery. After pre-dilatation with a 3x15 semi-compliant balloon catheter, a 20 x 3.50 promus premier¿ drug-eluting stent was advanced but resistance was encountered while crossing the lesion. The device was removed from the patient's body and it was found that some stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.